Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: one call service 064 alarm was observed in the black box. The rewind, load and prime steps were performed successfully with no errors. The pump was exercised for 24 hours with no alarms duplicated. The complaint was verified in the history but could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.